Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that approximately 1.5 years ago this pacemaker had a remaining longevity of 4.5 years. Recently, the remaining longevity was noted to be 11 months. Data analysis found the device battery appeared to be depleting earlier than expected. Device replacement, or additional data analysis at a later, date was recommended. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device has not yet been returned for analysis. This investigation will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that approximately 1.5 years ago this pacemaker had a remaining longevity of 4.5 years. Recently, the remaining longevity was noted to be 11 months. Data analysis found the device battery appeared to be depleting earlier than expected. Device replacement, or additional data analysis at a later date, was recommended. Subsequently, the device was explanted and successfully replaced. No additional adverse patient effects were reported.